Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the impactor is made up of three components, handle, locking bold and the locking nut. The locking bold and nut fused together and could not release the cup."